Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 14 to 14.2 and then 14.9 mmol/l (252 to 256 and then 268 mg/dl) and that the cannula was bent. The pod was worn between 36 and 48 hours on the back. Hyperglycemia treated by patient with a manual injection with an insulin pen.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be in a normal condition with no indication of having been bent or kinked. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg (blood glucose) levels. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. This alarm indicates a command was received in an invalid pump state.